Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified baxter administration set became disconnected from the y-site below the check valve. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph. No product information or defect could be observed through initial inspection. The reported condition was not verified due to the nature of the photograph. Should additional relevant information become available, a supplemental report will be submitted.